Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 277160001, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported that the manufacturer representative checked all reference electrodes and all were >20,000 ohms. It was noted that there was an impedance reading of >20,000 ohms. A possible problem with the implantable neurostimulator (ins) was reviewed/suspected/alleged. The manufacturer representative stated that the patient did not have fall or trauma. It was later reported that the manufacturer representative visited the patient on (B)(6) 2014 and upon interrogating the device and running an electrode impedance all 16 electrodes reported >10,000 ohms. It was noted that the patient¿s device was unable to provide the patient with effective therapy. The manufacturer representative noted that the patient reported no injury or falls that might have caused the issue. As of (B)(6) 2014 the patient was deciding if they wished to have their leads revised. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that the impedance readings were >10,000 ohms. The patient's lead and implantable neurostimulator (ins) were replaced on the day of the report. When the impedances were checked in the operation room they were all >10,000. It was further reported that during testing the tuesday prior to the report in the operating room the impedances were all over 10,000 for both leads. The physician changed out both leads and also replaced the battery with a non-rechargeable implantable neurostimulator (ins). The cause of the issue was not determined. Both leads and the ins were surgically replaced on the tuesday prior to the report. The patient's new stimulator had not been turned on yet but during intraoperative testing of the new leads the patient seemed very satisfied with the stimulation and its coverage. It was further reported that the patient's stimulation would be turned on the friday following the report. Additional information received reported the patient's system was turned on and they are now receiving effective therapy. *of note: after further review, it was determined that the above information which was previously reported in MFR report # 300420917 8-2014-11667 (ins serial no. (B)(4) applies to the current event (ins serial no. (B)(4) . All new information pertaining to the event will be reported under current MFR report # 3004209178-2014-05854.

Event description:
Additional information received reported there had been no communication from the patient at this time.

Event description:
Additional information received reported the date the high impedance issue was noticed was (B)(6) 2014 and the issue remained unresolved. Impedance testing was performed. The cause of the issue was undetermined. It was reported the patient was not receiving effective therapy because the impedances were out of range. It was noted the physician suggested lead revision surgery to the patient, and the patient was considering this option. It was noted the patient had not followed up with her decision. A supplemental report will be sent if any additional information is received.